Event description:
Allegedly, patient was revised due to instability. Component not revised: advance onlay all poly patella 32mm tripeg product ID: kpontp32 lot ID: 1654906. Revision njr number: 4477253. Side: r. Primary asa: p2 - mild disease not incapacitating.